Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump did not alert to low blood glucose of 34 mg/dl. Customer wanted to check threshold suspend and troubleshooting informed customer that was set properly. Customer does not recall any significant events leading to the error. Customer's blood glucose at time of call was 192 mg/dl. Troubleshooting was also done for low blood glucose and found no issues with pump. Customer was advised to call back after they upload information to carelink.